Manufacturer narrative:
The reported event was confirmed as cause unknown. The evaluation found that the balloon shape of the returned sample was out of specification. The catheter was dissected and no conditions were found have contributed to the reported event. How and when event occurred could not be determined.the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. - use luer tip syringe to inflate with stated ml of sterile water or - for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water."

Event description:
It was reported that the balloon inflated on one side.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the balloon inflated on one side.